Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports the programmer displayed an error message. Troubleshooting determined the ipg was unable to communicate with the charging system. The patient reports she last recharged her ipg four months ago and stopped receiving stimulation two months ago. The sjm representative confirmed the ipg is unable to communicate with the external devices. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace her ipg. Therapy has been restored and issue has been resolved.